Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Skin graft mesher, serial number (B)(4), was manufactured on february 21, 2002, and s over 14 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed nicks and scratches to the mesher handle. Latching pins engage as intended. The comb appeared to be slightly deformed. Slight galling to the roller shaft extension and wear to the roller gear. The test mesh using the customer's mesher was unable to be performed due to the nature of the comb. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb, roller, side plates, hinges and latching pins. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the part that turns the blade was warped¿ was non-verifiable since it is unclear what the customer is referring to in their reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the part that turns the blade was warped. No adverse events have been reported as a result of the malfunction.